Event description:
Information received indicates the hi/low drive was drifting.

Manufacturer narrative:
The technician cleaned and lubricated the hi/low drive brake assembly to resolve the drifting issue.